Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is pain. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's fiancé reported on behalf of patient "experiencing severe breast pain." Visit to the emergency room was made "because of intense pain." A mammogram was performed and found a few cysts. "Tingle and numbing sensation - legs and arms, chest pain, fatigue, fuzzy head, and other symptoms" were later reported. The device has been explanted due to "alcl pear."